Event description:
The event is reported as: "complaint alleges that the coating on the wires for the expiratory side was stuck together and made the heater alarm." Add'l info received: "wires were warm enough to start melting together, then the alarm went off. No pt incidence." Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.